Event description:
It was reported after the use of bd intima-ii IV catheter, the patient skin appeared red and streaked. Symptomatic treatment was given to the patient. The following information was provided by the initial reporter: the patient reported that at around 10:00 am on (B)(6) after the nurse in the operating room pulled out the indwelling needle of the analgesic pump, the skin from the eye of the needle along the blood vessel to the elbow appeared red and streaked, and he was given symptomatic treatment.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2314754. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.